Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29wfz implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the patient not feeling stimulation and the impedances determined during device removal. The lead was twisted due to the patient rotating the battery in the pocket site. The cause was determined of the patient feeling stimulation in the pocket as mentioned above. Patient was rotating the battery in pocket site, which caused the revision on the lead. Registration shows that the lead was replaced on (B)(6) 2021. Lead would not be returned patient discarded.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va29wfz, implanted: on (B)(6) 2020, explanted: on (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that impedances showed to be out of range on electrodes 0 and 3. Exact values were unknown. The same day, the patient was seen by the rep, the doctor evaluated the patient and determined that the patient needed surgery to replace the lead. The patient not feeling stim sensation was believed to be due to a damaged lead. The cause of the lead impedances were unknown. The feeling stim on program 2 at the pocket site was caused by the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, serial/lot# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were having trouble with the device, meaning that they have had a return of bladder spasms which caused pain. Patient tried adjusting programming which did not resolve the issue. Patient met with managing nurse early last week who consulted with the rep over the phone and had the nurse increase amplitude to 8.5. Patient could not feel stimulation. The rep said to leave it there and that they would follow up with the patient in a week however patient has not heard from anyone yet. The patient called the managing physician's office about this and was told to call manufacturer. Patient has had no falls or traumas and states the doctor's office kept asking them that too but patient does not know what is causing the issue. The spasm started up on the 6th and then by the next day it calmed down but then returned again that night. The caller was redirected to their doctor.  Email sent to field staff. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was not feeling stim on programs other than program 2 and they felt it in the pocket where the implant was. They saw their healthcare professional (hcp) in the office and ran a lead impedance, which showed impedances on 0 electrode and electrode 3. They cycled through all 7 programs and the patient did not feel any stim. Surgical intervention was scheduled for (B)(6) 2021. The issue was not resolved at the time of the report.